Manufacturer narrative:
A ge service representative performed an on site investigation. The control board was replaced during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The fe reported that the system lost functionality, which was not recoverable with a re boot. There is no report of death or serious injury associated with the event.